Manufacturer narrative:
(B)(4).

Event description:
Customer reported an issue with the sheath, it looked "unraveled". The issue was detected during use. There was no report of patient harm or required medical intervention.

Manufacturer narrative:
(B)(4). The customer returned one, damaged sheath ext for analysis. It was noted that the returned sheath was separated. Signs of use in the form of biological material was observed. Visual analysis of the returned portion of the sheath ext revealed that it was separated directly adjacent to the juncture hub. Microscopic examination of the point of separation revealed that the sheath extrusion was slightly pinched and appeared stretched/folded. This also resulted in the wrapped wire to slightly unravel off the extrusion. Analysis of the wrapped wire at the point of separation did not reveal any defects or anomalies that would have caused this damage. The length of returned sheath measured 19 7/8" which is not within the specification limits of 17 1/8"-18 1/8" per the sheath ext w/dilator product drawing. As a portion of the sheath body is molded within the sheath hub the sheath outer diameter .101", which is within the specification limits of .099"-.103" per the wrapped extrusion product drawing. The discrepancy with the length indicates that stretching occurred. The manufacturing facility was contacted as part of this investigation. They indicated that based on the appearance of the point of separation, the sheath was properly attached to the hub. They also indicated that the damage appears consistent with undue force being applied during use. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "be careful not to cut sheath". The IFU states, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The report of a separated sheath was confirmed through complaint investigation. Visual analysis revealed that the sheath body and coils had become separated directly adjacent to the connection point at the juncture hub. Aside from this, it was noted that the catheter body length was not within the specification limits. This indicates that the sheath was stretched as a result of undue force. A device history record review was performed, and no relevant findings were identified. Based on the customer report, the sample received, and the comments from the manufacturing facility, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported an issue with the sheath, it looked "unraveled". The issue was detected during use. There was no report of patient harm or required medical intervention.